Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that their right atrial (ra) lead was over-sensing noise. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. There were no patient consequences.